Event description:
Patient has a 3 fr x 90 cm segura stone basket with a large calculus inside the basket that was stuck in her right ureter. Dr. Elected to cut off the segura basket handle and terminate the surgical procedure after many attempts to dislodge stone.